Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026.the blood glucose level was high lasting for 1-2 hours and the patient was treated with pen injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.